Event description:
Patient has been a diabetic since the age of (B)(6). She has been using the lancets for about 18 years. She now realizes that the lancets are no longer functioning the way they should. When she pierces her finger with the lancets, they do not retract. Usually a dial on the device is turned to 1 but on these new lancets, they are required to be dialed to 8 or 9. This makes the piercing experience very painful. Presently her fingers are all sore and at times she skips testing her blood sugar because of the pain.